Event description:
It was reported that balloon rupture occurred. The no reflow target lesion was located in a coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kink on the hypotube at 47.8cm, 50.5cm, and 54cm from the hub. Microscopic examination revealed that there is a pinhole in the balloon 12.5mm from the tip. There is blood present in the guide wire lumen and balloon. There is contrast present in the inflation lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The no reflow target lesion was located in a coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. No patient complications were reported.